Event description:
Event description guidant received information that these implantable transvenous coronary sinus (cs) leads were not implanted. The coronary sinus dissected during the attempted implant procedure and the physician elected to abandon the implant of the cs lead. A dual chamber implantable cardioverter defibrillator (ICD) was implanted along with an atrial and right ventricular lead. The leads were returned to guidant for analysis.